Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located over the proximal section of the ro marker of the balloon. It is possible that conditions related to the procedure and/or related to the handling/manipulation of the device could have affected its performance and its intended purpose, leading to the observed failures. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
Boston scientific corporation received an unauthorized return of a hurricane rx dilation balloon. It was found that the balloon had a pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.